Event description:
It was reported that an external pulse generator displayed an error code. Technical services advised caller to remove the battery to reset the epg and turn on the device again. The epg then worked as designed and the error code could be duplicated and cleared as directed. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.